Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while activating a new pod, the cannula did not deploy, indicating a needle mechanism failure. The reporter further stated the pod adhesive had separated from their skin while the pod was worn for less than 1 hour.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed and the pink slide insert visible in the viewing window. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damage or defects were observed that would result in a needle mechanism failure. The adhesive pad and welds were inspected and no abnormalities were found. A root cause for the reported event could not be determined.